Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering and they experienced high blood glucose level of 429 mg/dl. Customer was experiencing nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. Insulin exited at the quick release. The customer did high pressure test and it was failed. The insulin pump will be returned for analysis.